Event description:
Caller reported that the t:slim x2 pump battery was not charging, despite using the appropriate tandem charging cable and wall adapter. Various troubleshooting steps were attempted, including using different adapters and cables, but the issue persisted. There was no adverse impact to the customer's blood glucose level as the customer confirmed usage of an alternate insulin delivery method, multiple daily injections (mdi), during this period. Technical support decided to replace the malfunctioning pump. The caller was provided instructions to put the pump into storage mode before returning it and agreed to return the device using a pre-paid label within 10 days.